Event description:
A report was received on 07 jul 2025 from the nurse of an 18 year old male patient with a medical history including end stage renal disease, who stated the patient experienced burning in his head, stomach, and chest, pressure in his head, and was diaphoretic with blood shot eyes approximately one minute into his first hemodialysis treatment on (B)(6) 2025. The patient was transported to hospital via emergency medical services (ems). Additional information was received on 08 jul 2025 from the nurse who stated the patient also experienced numbness in his lips, an increase in blood pressure (nos), and vomiting. Treatment was terminated and the patient's symptoms improved within fifteen minutes with no medical intervention required. The nurse stated the patient was given oxygen, emergency medical services (ems) were called, and the patient was admitted to hospital on (B)(6) 2025. Following the event, the patient will resume peritoneal dialysis (pd).

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).